Event description:
The customer reports, system will not produce x-ray / fluoroscopic image. No pt harm reported.

Manufacturer narrative:
The ge rep found interconnect cable defective. Replaced interconnect cable. Verified system makes fluoroscopic x-ray and produces fluoroscopic image. System functioning as intended.